Event description:
It was reported that the ilet user experienced infusion site leakage and elevated blood glucose after changing an inset infusion set on the abdomen while using the ilet and fsl3+; the user had been forcibly inserting the set without locking the applicator, resulting in consistently bent cannulas and impaired insulin delivery. Symptoms included hyperglycemia with a highest reported glucose of 209 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed that no device malfunction was found, a usage problem was identified, and the issue was attributed to an improper insertion method affecting the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.